Event description:
(B)(4).

Manufacturer narrative:
The presentation was held more than 2 years after the date of the incident; therefore, the investigation consists of an eval of answers from the physician to a questionnaire. The info received stated that the pt was transferred from another hospital with a nasogastric tube in place. This nasogastric tube was replaced with an edi catheter that went in easily, but would not advance to the correct distance. The chest x-ray detected perforation that showed the edi catheter pointing to the right instead of the left. Contrast solution that was placed through the catheter showed in the chest x-ray contrast in the right chest. The catheter was removed and replaced under fluoroscopy guidance. The pt tolerated ventilation treatment on niv nava (non invasive ventilation neurally adjusted ventilatory assist), with a good edi signal at all times and did not require intubation or surgery. The perforation closed spontaneously and the pt was discharged. The hospital used the nex (distance from bridge of the nose (n) via the earlobe (e) to the xiphoid process (x)) measuring technique as per IFU and adjusted per edi catheter positioning screen. The conclusion in the matter is that the positioning technique was correct and therefore the wrong path was due to an already present perforation and not due to an edi catheter malfunction or not following instructions. Reference exemption#: (B)(4).